Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery becomes hot when charging. The pdm shut downs at 50% battery life and is no longer holding charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.